Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provides inaccurate and intermittent readings as well as being unable to obtain values, occasionally. Customer reported that occasionally during neonatal resuscitation the pulse ox does not show a reading after 30 seconds and up to 5 minutes during use on a newborn in the first few minutes of life, on several patients. The number of patients is unknown. Customer reported that the events do not occur with all patients only occasionally. It was reported that the issue is not just with one device but all of the devices in "labor and delivery." Customer also reported that occasionally the oxygen saturation will appear without a pulse rate or the pulse rate will read 90 and they know that it is higher and obtains the rate via brachial artery. Therefore the customer feels they cannot rely on the heart rate value. Customer also reports that pulse rate was auscultated and there was no audible alarm and/or error message when the value(s) was not displaying on the screen notifying the user of the malfunction. There were no consequences or impact to patient.